Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection revealed two kinks at 1mm and 34 mm from the proximal hub. The distal tip of the sheath was noted to be damaged and pushed back on one side. Since the lot number was not provided an evaluation of three current retention samples were performed. There were no visual anomalies noted during the visual evaluation. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is possible that the sheath may have come into contact with scar tissue, calcification, or difficult anatomy that caused it to become damaged and to kink. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Two kinks were noted by the manufacturing facility on a sheath during the evaluation of a sample. The sample was returned for sheath tip damage on a complaint that was not FDA reportable. In the initial complaint the user facility reported the following information: upon removal of the sheath it became apparent that the tip of the sheath was damaged, it had "fish mouthed", as the tip was bent back in a few spots; the access area was described as somewhat calcified but not excessive; the procedure was successful; and after removal of the sheath the patient developed a hematoma that was managed in the normal fashion without additional intervention.